Event description:
Reportedly, a sensing test could not be interrupted when interrogating a pacemaker, so the technician had to remove the battery of the smarttouch tablet in order to stop it. The patient remained without pacing in the meantime.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of available expertise files did not confirm the reported behavior, as several sensing tests were performed on 3 april 2023 for different pacemakers, but all were ended normally. In addition, no brutal shutdown of the smarttouch tablet was observed on that day, only a normal shutdown procedure performed at 13:40. Based on available data, no evidence of an anomaly could be found on the subject smarttouch tablet.